Event description:
The customer states that there was a clicking sound and the image goes black. He re-boot the system to finish the case.

Manufacturer narrative:
The ge service rep found a x-ray tube arcing, then replaced the tube, ran filament calibration, and aligned the image chain. The system is operating as intended.